Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device having low power. The fse replaced the defective component (cavity brick) identified during the one-year post-installation inspection. Optical axis alignment and output calibration were performed according to the procedure manual. The system was confirmed to be operating normally and is now fully operational. The issue has been resolved, and the unit is within specification. As a result, the console is functioning as intended. The malfunction found could have affected the device performance, leading to the event experienced by the customer. A review of device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, as an expected or random component failure was identified without any design or manufacturing issues.

Event description:
It was reported that the device's laser output was decreasing. There was no patient or procedure involved.

Event description:
It was reported that the device's laser output was decreasing. There was no patient or procedure involved.